Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a battery out limit alarm. It was also reported that the keypad was unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.